Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00611 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd phoenix¿ ID broth foreign matter was found in broth before use that appears to be biological contamination. The following information was provided by the initial reporter: according to the customer's report, fm was found in the broth before usage, thus the customer used another new tube.

Event description:
It was reported that bd phoenix¿ ID broth foreign matter was found in broth before use that appears to be biological contamination. The following information was provided by the initial reporter: according to the customer's report, fm was found in the broth before usage, thus the customer used another new tube.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.